Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported she frequently sees air bubbles that results in elevated blood glucose readings. She stated she will see bubbles in her tubing, and she primes them out. She said she saw an air bubble today which she cleared by changing her cartridge and tubing. She said her blood glucose elevated to 21 mmol/l (378 mg/dl) with her normal range being 5-12 mmol/l (90-216 mg/dl). Symptoms were thirst, frequent urination, and feeling "grumpy" and "awful". During troubleshooting, the pt stated she allows her insulin to reach room temperature. She said she has not recently changed the adapter on her insulin infusion device and does not adjust the piston rod when changing the insulin cartridge. She was advised to do so and to attach the adapter and tubing to the cartridge prior to inserting it. Courtesy adapters and cartridges were sent to the pt. On f/u with the pt at about one week later, she stated she changed her adapter and her blood glucose has returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.